Event description:
It was reported that during an unrelated procedure, the atrial lead was found to have a disproportional amount of slack. After the procedure, fluoroscopy showed a clear loss of slack but no dislodgement. The atrial lead remains implanted. There were no adverse health consequences, the patient was stable.